Manufacturer narrative:
The technician found the brake caster teeth were worn and not locking the horn in place. Per the hill-rom service manual the totalcare bed system requires and effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear tread life, etc. The technician replaced the brake casters and brake steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported both foot brake casters and left brake caster swivel while in brake mode. The bed has been in storage at the facility for over a year. There was no patient/user injury reported. This report was filed ni our complain handling system as complain #(B)(4).